Event description:
Procedure type: lap chole. According to the reporter: the tip of the trocar broke off in tissue while inserting but before entering abdominal cavity. The piece was retrieved without incident. It did not enter abdominal cavity. There was no add'l bleeding, no tissue damage and no operating room time extended. No pt injury reported.

Manufacturer narrative:
(B)(4).